Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g1, g2, h6.

Event description:
Healthcare professional reported capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed opening device in the anterior side assessed as surgical damage. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported left capsular contracture as baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and concern with the product.

Event description:
Patient reported left side capsular contracture, baker grade unknown and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.